Event description:
The facility reported a pump that turn itself on and off. Information was not provided regarding whether or not this event occurred during patient use. According to the hospital representatives, there was no patient injury or medical intervention reported. No additional information or contact was provided.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow up report will be filed upon completion of the evaluation or if additional information becomes available.